Event description:
It was reported on (B)(6) 2015 that during generator replacement due to end of service on (B)(6) 2014, the surgeon noticed a fray in the lead and therefore also replaced the lead. Diagnostics were not performed as the generator was at end of service and the generator could not be interrogated. The explanted products were requested to be returned to the manufacturer for product analysis but they have not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.